Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that following the refill procedure, the patient was a little pale and a little bit looser than usual. It was suspected that a partial pocket fill had occurred. They withdrew 10 ml from the pump and it was suspected that the other 10 ml went into the pocket. The patient was being monitored. Approximately 1.5 hours after the event, the patient¿s tone had already returned. They ordered new drug and planned to refill the pump. The pump was delivering lioresal (500 mcg/ml at 75 mcg/day) it was later reported that the partial pocket fill was confirmed; 10 ml went into the pump and 10 ml went into the pocket. The pump was emptied following the pocket fill and then was refilled with a full 20 ml of baclofen. The patient was kept overnight for observation, but no further signs or symptoms occurred. He was sent home and was getting good therapy again.